Event description:
Poly swap / debridement.

Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was confirmed based on the operative notes that were provided. Method and results: device evaluation and results: not performed, device was not returned medical records received and evaluation: insufficient medical records received for review. Device history review: not performed as the lot ID was not reported. Complaint history review: not performed as the lot ID was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as evaluation of the explanted device and x-rays are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly swap / debridement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.